Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the year had randomly changed in the pump settings. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no evidence of the complaint observed in the pump history. A timekeeping accuracy test was performed and the pump maintained time accurately during 5 day duration test. However when pump was left without power for 1 hour and pump was powered back on it had returned to the default time/date 12:00am 01/01/2007. The pump was opened and the internal battery was found to be leaking.